Manufacturer narrative:
Sc-1160 sn (B)(6). The returned ipg was analyzed and it was not functional when it was received in the lab. It could not be charged nor establish communication with an rc remote control or cp clinician programmer. An internal electrical test revealed excessive current leakage due to asic application-specific integrated circuit u2 damage. The database analysis could not be performed using an external power source. With all the available information, boston scientific concludes that the allegation of the ipg was not functional after a non device related procedure was confirmed. An internal electrical test revealed excessive current leakage due to asic u2 damage. It suggested that asic u2 was damaged due to exposure to high-voltage transients or high rf radio frequency energy. It was reported that patient had 2 rf ablation procedures. The ipg exposure to rf energy resulted in the reported complaint. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that following a non device related medical procedure, the patients ipg had difficulty communicating with remote control and charging. Troubleshooting were done but unsuccessful. It was also noted that the patient received a significant pain relief with stimulator on. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a non device related radiofrequency procedure the patients ipg was unable to communicate with remote control and had difficulty charging. The patient experienced inadequate stimulation. The physician replaced the ipg and patient was doing well postoperatively. The explanted ipg will be returned.